Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: 5076-52 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on ventricular tachycardia monitor zone detected episodes. It was noted that this was not a recent/acute event and no action was recommend. Normal device function was noted. The lead remains in use. No patient complications have been reported as a result of this event.